Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The non-return valve (nrv) assembly was replaced to address the failed to complete its internal self-test. The main circuit board was replaced to resolve the failed to power on issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device software was upgraded during the servicing procedure after which the unit failed to power on. There was no patient harm or serious injury reported as a result of this incident.